Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Electrical tests found an internal short. Further testing found the cause of the internal short was due to a cut of the inner insulation during procedural damage.

Event description:
During follow-up, increased threshold was observed on the atrial lead. The lead replacement was stopped due to pus, the physician does not allege a malfunction and the lead will be replaced during a future procedure. The patient was in stable condition.